Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device is not available.

Event description:
The date of the procedure was (B)(6) 2017. Attempted to insert a oblique screw on t2gtn by 4.2mm drill but it couldn't cross into the screw hole of the oblique due to resistance and strange noise. It was enlarged on hole area of the cortical bone by 5.0mm drill after removed the drill. Attempted to insert the screw again, but couldn't cross into screw hole again. Finally, two screws implanted as static screw.